Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) displayed a gradual rise in shock impedance measurements. Currently, the measurements are greater than 125 ohms in all configurations. The patient will continue to be monitored via remote home monitoring transmissions. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.